Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 700-799 mg/dl and large ketones, and a migraine. The cause of elevated bg was unknown, however customer indicated that they just started a new medication which possibly contributed to elevated bg levels. Subsequently, customer was hospitalized. Bg was treated with intravenous fluids of saline and insulin, magnesium and toradol. Reportedly, the customer was released on (B)(6) 2020 (customer unsure of exact date), with the issue resolved and no permanent damage.